Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: a 19mm x 70mm insight access tube (03.615.197 lot t939262) was received with a chipped and gouged distal end of the device. Per the technique guide, the 19mm x 70mm insight access tube (03.615.197 lot t939262) is a component of the insight access tube set (01.615.101). The insight access tube is a minimally invasive access system which allows a procedure to be accomplished in minimal space with reduced tissue damage. The access tube can be attached to a flex arm after the incision has been adequately dilated. With the tube in place, procedures such as discectomies, laminectomies and interbody fusions can be completed. Applicable drawings for the access tube were reviewed: assembly and tube. The drawings called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. A note is present on the tube drawing which states that the tubes are hard anodized (dyed black h3lw) with ptfe. The device was found to be adequate for its intended use. The circumference on the distal end of the returned tube has small chips and nicks, where the coating has been worn through. The complaint description states that the damage was discovered during sterilization inspection, therefore it is unknown if the damage occurred at sterile processing, in the operating room or intra-operatively. As the specific circumstances as to the cause of the complaint condition are not available, the root cause could not be identified. The device is damaged, so the complaint is confirmed. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use. Specific details regarding the technique used/application which led to the complaint condition were not provided; as such the root cause of the complaint condition could not be identified. As the instrument is damaged, the complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The damaged tubes were noticed during sterilization; however, it is unknown if they were damaged during surgery or during the sterilization process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer: on follow up 3 was reported as (B)(4) 2014; should have been (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an mis (minimally invasive spine) decompression surgery, three (3) insight tubes were found bent and broken. It is unknown if the tubes were damaged in a procedure, or in sterile processing. There were like, or similar devices available to use, and the surgery was completed without harm to the patient or procedure. No further information was provided. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.